Manufacturer narrative:
Vyaire file identification: any additional information received from the customer will be included in a follow-up report. Customer informed that the soft ware is now updated to 4.3.280.0 and the touch issue resolved. Request to send the logs and the acknowledgement form.

Event description:
The customer reported touch screen intermittently not responding properly and usb port protruded out on the bellavista 1000. The customer confirmed that there was patient involvement. They transferred the patient to another ventilator. The customer had wanted to change ventilation mode on the device but was unable to do so due to the touch screen issue. No harm or injury to the patient was reported.